Manufacturer narrative:
A medtronic representative reported that the site is now under a service contract and verified that no parts needed to be replaced at this point. No parts will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Patient weight not made available from the site. Return requested for suspect field generator/emitter. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported that, while in an ear, nose & throat (ent), their navigation system did not verify any instrument after 3 hours of use. Checked emitter detail, and the status was red. The error message showed: localizer not connected. Head frame was located on the patient correctly, and was shown on patient's 3d image. It disappeared while registering patient, however, registered with no issue. Later in the procedure, the surgeon could no longer verify any instruments and there was no indication of the patient tracker or instrument tracker on the tracking view. In trouble-shooting, the navigation system was re-booted and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. The sute biomed representative confirmed delay in therapy was less than one hour. There was no impact on patient outcome.